Event description:
The pt reportedly had an electrode array that appeared to have migrated. The cause of this event is unk. In 2006 the pt had revision surgery to reposition the device. The pt's device remains implanted.